Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 54mg/dl, with confusion, associated with an alleged time and date issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed, the patient¿s healthcare provider had made changes to their basal rate. The patient also stated the time and date were not correctly maintained when the battery was removed for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time and date issue.